Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection for an unknown duration occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of a loss of connection is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.